Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached when the customer was putting on/removing clothing and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced heart palpitations and dizziness and was unable to self-treat, requiring unspecified treatment provided by a healthcare professional (hcp) for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed on the sensor patch and adhesive. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via webform with the adc sensor. The sensor prematurely detached when the customer was putting on/removing clothing and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced heart palpitations and dizziness and was unable to self-treat, requiring unspecified treatment provided by a healthcare professional (hcp) for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Removed the sensor plug and inspected the plug assembly and no failure mode observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.